Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The investigation determined that no malfunction of the device occurred, and the health hazard evaluation concluded that the event is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised information contained in this supplemental report include the following: g6 - indication that this is follow-up report 001 h2-indication of additional information. This is the final report for 2183926-2024-00024.

Manufacturer narrative:
Merge healthcare has performed a root cause investigation of the heart rate issue reported by the user facility. The investigation determined that the merge hemo system is working in accordance with its design and is meeting specified performance parameters. Merge healthcare is working with the customer to resolve external factors in the use environment that are affecting performance of the system.

Event description:
On 11/19/2024, merge healthcare received a copy of a medsun report. A merge hemo customer site alleged: inaccurate heart rate on merge screen. Heart rate showed as 25 when electrocardiogram (EKG) rate showed sinus tachycardia at 112. Procedure: atrioventricular nodal reentrant tachycardia (avnrt) ablation. Merge healthcare received a call from the customer on 10/21/2024 indicating that during a procedure, merge hemo displayed an inaccurate heart rate. Merge hemo technical support remotely connected to the merge hemo system and obtained the files necessary to perform a root cause analysis. There have been no reports of patient injury or harm because of this issue.